Event description:
Information was received indicating that following use of a smiths medical level 1® smiths medical level 1® snuggle warm® blanket phlycten was noted to the patient's right forearm. Subsequently, vaseline gauze and biafine cream was applied to the burn. No further adverse patient effects were reported.